Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that in the morning, the patient's partner found the patient with a low blood glucose (bg) reading of 28 mg/dl. It was indicated that the cgm values were not matching their blood glucose (bg) meter. The patient's partner called 911. The paramedics arrived at the patient's house and administered the patient intravenous (IV) glucose therapy. The patient refused to be transported to the hospital and stayed home. After the patient was treated by the emergency medical technician (emt), the patient was feeling well. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.